Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while insulin delivery on the ilet was paused for a planned CT scan, after which the user resumed insulin with agent assistance and was advised on ketone testing and optional backup therapy with temporary disconnection. Symptoms included no reported clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and eventual return to target glucose, with the user later confirming a blood glucose of 89 mg/dl. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms, no device malfunction reported, and no identifiable device-related cause, with hyperglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and unrelated to a confirmed device failure.